Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor a 23-year-old female patient, the device's display showed vertical lines making it so no clinical information could be seen and would restart/reboot itself multiple times. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation. The customer's report of "the display showed vertical lines" was verified and attributed to the lcd display. The lcd display was replaced to resolve the report. The customer's report of "the device would restart/reboot itself" was verified and attributed to the monitor board. The monitor board was replaced to remedy the report. It's important to mention the device we observed damaged to front enclosure of the device not consistent with typical use. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.